Manufacturer narrative:
Stryker further evaluated the customer's device and isolated the reported problem to the digital pcb assembly. The returned device was archived by stryker. The customer was sent a loaner device and their device will be replaced.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.